Event description:
A malfunction on the pump was reported by the caller, with the malfunction code specified as malf 16. It is unknown if the issue caused the customer¿s blood glucose to exceed 500 mg/dl, as the customer declined to answer. Tandem technical support provided assistance to reset the pump, but the malfunction recurred, leading to the decision to send a replacement pump to the customer. The customer will use multiple daily injections (mdi) as a backup therapy and return the malfunctioning pump using a return box and prepaid label.